Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would secure the cutter and failed the safety assessment. It was further observed that the device pawls were damaged causing the cutter to not secure, also the lock cylinder was damaged allowing the device to run in the load position. It was determined that the issues with the lock cylinder and pawls were consistent in trying to run the device in the load positon or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device did not drill the bit device in place. During in-house engineering evaluation, it was observed that the device would secure the cutter and failed the safety assessment. It was further observed that the pawls were damaged causing the cutter to not secure, also the lock cylinder was damaged allowing the device to run in the load position. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.